Event description:
It is reported that the device is not treating atrial flutter. The device was reprogrammed to start atrial detection and atrial therapies. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.